Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, the ac inlet connector was found to be damaged. The device's ac inlet connector was replaced to address the issue.